Event description:
A customer contacted beckman coulter inc. (Bci) regarding suppressed or erroneous potassium (k) results generated by the unicel dxc 800 pro synchron clinical systems. Some erroneously low k results were reported out of the lab. When the specimens were retested on a different instrument in the customer's lab, the results were higher and amended reports were issued. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched: the fse replaced the k electrode tip. Customer obtained all ise qc results high and the fse replaced the carbon bridge and ran precision studies. As of 12/14/09, there have been no further occurrences of suppressed or erroneous ise results. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.